Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy and/or previously implanted stent such that the balloon became damaged and subsequently ruptured during the third inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified mid right coronary artery that is 50% stenosed. A 3.0x33mm xience skypoint stent was implanted and noted to not be fully apposed to the vessel wall; therefore, a 4.0x8mm nc trek neo balloon dilatation catheter was used to perform post dilatation; however, ruptured at the third inflation at 10 atmospheres. A new same size non-abbott balloon was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.